Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the coil and the introducer sheath were returned and the coil was found outside the introducer sheath. The introducer sheath was inspected and no damage noted. The coil was inspected and was found stretched and kinking. Microscopic inspection observed that the zap tip shape and surface of the coil has no damage. However, the interlocking arm of the coil was detached and was not returned. Dimensional inspection was done and revealed that the outer diameter (od) of the zap tip and od of the primary coil were within specifications. However, the number of main coil distal fiber bundles and proximal fiber bundles were lacking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath¿ catheter or angiodynamics soft-vu® catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a softwalled delivery catheter is attempted. The recommended catheter for the .035 interlock 2d 3mm x 4cm is a imager¿ ii selective diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. It was specified that a 6f mpa catheter was used during procedure". (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2018. It was reported that the coil failed to detach. Vascular access was obtained via the femoral artery. The target lesion was located in the spermatic vein. An 8mmx40cm interlock¿-35 was selected for use. During the procedure, the coil was introduced through a 6f non-bsc catheter. However, the locking mechanism failed and the coil would not come out of the catheter despite trying many times. The procedure was completed using a set of pushable coils. No patient complications were reported and patient's status was stable. However, device analysis revealed that the interlocking arm of the coil was detached and fiber bundles missing.